Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device did not align with the cursor on the display screen. It was also noted that the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that calibration for the stylus touch-pen of the programmer was not working; attempting with a different stylus and placing the programmer into hibernation did not resolve the issue. The stylus worked on the bottom-right side of the display screen, as well as five inches away up to the top-left. A different programmer was used. The programmer has been returned for repair and a requested test and calibration procedure. There was no patient involvement.